Manufacturer narrative:
(B)(4). Cefazolin and gentamycin therapies were withdrawn. Treatment for lymphocyte leukemia was not reported. The patient was discharged from the hospital and recovered from the event of peritonitis.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was unknown. On the same day, the patient began treatment with cefazoline (1 gram, twice daily intraperitoneal (ip)) and gentamycin (40 milligram, twice daily ip) for the peritonitis. The patient was recovering.

Manufacturer narrative:
(B)(4). Pt age is unknown, however the patient was born in 1943. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.